Event description:
A venous sample was tested, using the suspect device, with a result of 91mg/dl. The same sample, when tested by the lab, measured 67 mg/dl. Eight days later, a patient sample (venous blood) measured 82mg/dl, using the suspect device, and 53mg/dl from the lab. Reporter stated that controls had been run, and tested in range. A request was made for the return of the suspect product and replacement product was shipped.